Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was later reported the pump elective replacement indicator was at six months. The battery was depleted. The pump was replaced. There was no injury and the patient recovered without sequela. The patient is receiving therapeutic benefit from the new pump.

Manufacturer narrative:
Analysis of the pump motor revealed feed thru anomaly; shorting across insulator. Gear train anomaly; corrosion and-or wear and-or lubrication. Stall due to shaft-bearing. Analysis of the pump head revealed pump tube integrity anomaly; unconfirmed pump tube breach. The pump was received stalled. There was residue, and some moisture found all over many surfaces of the bulkhead and motor. A pump tube leak was suspected. Although there were a couple of suspicious looking areas on the pump tube, no breach in the pump tube could be found. The breach is believed to have ¿self-healed.¿

Event description:
It was reported telemetry confirmed a critical alarm due to a motor stall. The stall was intermittent. A motor stall occurred at 0849 on (B)(6) 2013 and recovered the same day at 1356. On (B)(6) 2013, a motor stall occurred at 1426. Same day motor stall recovery occurred at 2221. On (B)(6) 2013, motor stall occurred at 0447, and then motor stall recovery occurred (B)(6) 2013 at 0455. A motor stall occurred two hours later at 0658. There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded for the current stall that occurred (B)(6) 2013 at 06:58. A pump replacement was planned. The pump was delivering hydromorphone. It was later reported the patient experienced increased pain and followed up with their physician. The week prior a motor stall had occurred and recovered. Hcp attributed it to a CT myelogram that was done on the patient. The pump stalled and then recovered five times. It took approximately one hour to 16 hours to recover, and would usually stall again within 1 to 6 hours. The pump was set at the minimum simple continuous infusion rate. The patient was supplemented with oral medication until the pump can be replaced. This pump is currently at 7 months eri.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.